Event description:
It was reported that the patient presented for an implant procedure. During implant, the atrial lead dislodged, and the there was a concern with the curvature of the lead. The physician elected to not use the lead and implanted a new one. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and confirmed to check the j-shape is within the standard range. Final analysis found that as received, a complete lead was returned in one piece. J shape was analyzed and found to be within specifications. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.